Event description:
The customer reported the alarm has no power, batteries have been replaced with a new supply and there is no visible damage reported to the outside of the alarm. The customer did not provide a date when found. No patient incident or injury reported.

Manufacturer narrative:
Results - evaluation of the returned product did not confirm the reported issue; when batteries were installed unit did not power on at first but there was intermittent power when the batteries were moved, no functional tests could be performed. There is a severely bent battery spring inside the battery compartment. Note: instructions for use on replacing batteries state: hold alarm vertically upside-down to prevent battery spring from bending during battery installation. (B)(4).